Event description:
In 2009, the pt reported erratic blood glucose readings from 43 mg/dl to 330 mg/dl with no specific pattern. She had no symptoms with her low blood glucose and a "tight chest" when her readings were elevated. She said she at times will adjust her basal rates to treat her readings. She stated her reading this morning was 286 mg/dl which she treated by bolusing 4 units of insulin. Her reading increased to 330 mg/dl so she changed her infusion headset which has been in use since 2009. She also bolused 4 more units of insulin. Her current reading is 321 mg/dl. During troubleshooting, the pt stated she changes her cartridge every 3-4 days when she changes her infusion set. She has used her stomach for her sites for 10 years and rotates from side to side. The pt was advised to try a different type of infusion set and site locations and management were discussed. Courtesy infusion sets, an infusion set insertion device and a guide to site management were sent to the pt. On follow up with the pt in the same month, she stated she likes the new infusion sets and her readings are better. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation

Manufacturer narrative:
Method/result: no product will be returned for evaluation.